Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device was failing the auto daily check in middle of the night, but when customer performed the operational checks in the morning, it sometimes passes and sometimes fails. The customer replaced therapy cable but the device still failed auto checks over weekend. When the customer checked the status logs, it was found that the logs say charge shock failure - therapy pca (auto test). There was no reported patient involvement/adverse patient impact.